Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 545mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. The caller declined to perform the high pressure test. Days later, the customer called back and reported having issues with the device. He stated that in the morning his glucose level was 175mg/dl, and when he woke up later it was 41mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.